Event description:
Upon initial set up of anesthesia machine in ep, the monitor would not turn on appropriately. It was alarming and no screen was visible. Biomed arrived and basically unplugged the machine and plugged it back in and normal screen returned. During first 30-40 minutes of case the blood pressure entry on screen would disappear not allowing for manual selection to start blood pressure. A second cuff and portable bp machine was used. Cable was replaced on anesthesia machine and event stopped happening. About 6 hours after start of procedure, I witnessed monitor switch to alarming screen which was white and all vitals disappeared. Luckily it returned within 20 seconds and resumed normally.